Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be conclusively determined. The center reported that on(B)(6) 2018 the patient was admitted for volume overload and ICD pocket site oozing. The patient¿s hemoglobin was down-trending to 6.6 and one unit of packed red blood cells (prbc) was given with an appropriate rise in hemoglobin. It was reported that the bleeding resolved on (B)(6) 2018. The patient remains ongoing on vad support. Bleeding is listed in the hm3 IFU as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient was admitted for volume overload and implantable cardioverter-defibrillator (ICD) pocket site oozing. The patient's hemoglobin down trended to 6.6 g/dl and 1 unit of packed red blood cells was transfused with an appropriate rise in hemoglobin. The bleeding resolved on (B)(6) 2018. No further information was provided.